Event description:
It was reported that, "in 1999, doctor implanted lens on the left eye of the pt. Phacoemulsification-corneal incision, no stitch, no complication. On 12/03/1999, pt's eye showed signs of severe inflammation, fibrinoid membrane intrapupiliary, posterior synechiae, sc geomycine and celectone chronodose, intravitreal cephalidal and geomycine-systemic antibiotics therapy-atropine, no culture. On 12/13/1999, fibrinoid reaction disappeared."